Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil did not tilt and was difficult to remove. The surgeon was able to remove the device and complete the procedure. The hospital has reported no pt injury occurred.